Event description:
A hospital in (B)(6) reported that the maximum pressure relief button of an rd900 neopuff infant resuscitator is "broken" and the gas inlet port is cracked. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the maximum pressure relief button of an rd900 neopuff infant resuscitator is "broken" and the gas inlet port is cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare, (B)(4). We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the returned complaint device was visually inspected and performance tested. Results: the visual inspection revealed the gas inlet port to be broken, confirming the reported fault. The complaint manometer was fitted into a known good valve system and tested based on the neopuff technical manual. The manometer passed this test. As an additional test the pip was varied in increments of 5 cmh20 and increased until 65 cmh20 with the maximum pressure relief valve fully closed. The reading from the manometer was compared to the reading from the precision pressure transducer (ppt) and graphed. The results showed that the actual pressure delivered was almost the same as that indicated on the manometer. The manometer was thus within specification. A lot check revealed one other complaint of a broken inlet port for this lot number. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff is tested during production for the accuracy of its manometer and valve assembly components. In this case the functionality of the neopuff was not compromised and the device functioned normally during testing. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient".